Manufacturer narrative:
Two samples (obtained a day apart) from the patient were submitted for investigation. The customer's tsh results were reproduced. No interfering factors were identified. The investigation stated that factors such as stress, changes in physical activities and circadian variations can cause changes in tsh results taken from 2 samples taken from the same patient within a short period of time. Based on the information available, a general reagent issue can most likely be excluded. No product problems were identified.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys tsh assay (tsh). The erroneous results were reported outside of the laboratory. The initial tsh result was 9.56 uiu/ml with a data flag. The sample was repeated on (B)(6) 2016 and the result was 9.53 with a data flag. A second sample was obtained on (B)(6) 2016 and the initial tsh result was 4.96 uiu/ml with a data flag. The second sample was repeated and the result was 4.93 uiu/ml with a data flag. All results were reported outside of the laboratory. No adverse event occurred. The e411 analyzer serial number was (B)(4).